Event description:
It was reported that approximately 61 months after a left total ankle replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6) 351-91-02 - osc sawblade 8x65x1.19mm. (B)(6) 351-91-03 - recip sawblade 8x50x1mm. (B)(6) 350-01-02 - talar implant sz 2 lt. (B)(6) 350-11-03 - tibial plate fb sz 3 lt. (B)(6) 350-10-03 - ankle sz 3 locking clip. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: a2 the following sections were corrected: b2 h6 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. The product associated with the reported event is within the scope of recall z-0024-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.".